Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose. The customer blood glucose reading was 45 mg/dl. The customer stated that he may have overbolused for her high blood glucose. Customer's blood glucose were low and paramedics were called out. No further info was provided.